Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage & difficult/unable to operate missing doses. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle is leaking and difficult to operate. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. 2 of 3, pr# 1308371 captures needle leakage, difficult/unable to operate (missing doses), unk lot and mat# occ (B)(6) 2019. It was reported that by (B)(6) 2019, she was using a new forteo pen, which also started leaking out of the needle after injection. Due to the leaking, a lot of medication was being lost from the pen and she had to order a new one from the pharmacy. It was also specified that the medication was not leaking when the needle was attached, but only after injection had been performed. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen. Dosage regimen and route of administration were not reported. Teriparatide was started in (B)(6) 2018 for osteoporosis. Reportedly, she had an issue with the forteo pens. It was mentioned that the latest three pens that had been used by (B)(6) 2019 had drops coming out of the device. The pen she was using by (B)(6) 2019 leaked four to five drops after the every injection from the needle. Furthermore she commented that her son was a licensed pharmacist and he had done the injection for her several times, resulting in leaking after injection. She did not reuse needles or saw an air bubble in the cartridge of the pen. Due to the device, she had missed three or four doses, which was bad. By (B)(6) 2019, she was using a new forteo pen, which also started leaking out of the needle after injection. Due to the leaking, a lot of medication was being lost from the pen and she had to order a new one from the pharmacy. It was also specified that the medication was not leaking when the needle was attached, but only after injection had been performed. She did not reuse needles and did not see an air bubbles; she would usually pinch a little for injection. By (B)(6) 2019, another forteo pen was giving problems to her. Once again, she experienced leaking after the injections and she did not feel she was getting her full dose (pc 4943221/ lot number: unknown). She pinched her skin after injections and confirmed that the needle leaked several drops. She was using bd nano fine 32 gauge needles. Moreover, she was told by her doctor that her bone health was not improving and it had been verified with a bone density test (results, units and reference range were not reported). Corrective treatment information, teriparatide treatment status and outcome of the events were not reported. The operator of the first suspect forteo pen was a pharmacist who was the son of the patient and his training status was not reported. The user of the second suspect forteo pen was the patient her training status was not reported. The general forteo pen model duration of use was of approximately one year and six months while the first and second suspect forteo pens duration of use was unknown. Both suspect forteo pens were available for return. The reporting consumer assessed the event of product dose omission as not related to teriparatide, but related to the first suspect forteo pen. The reporting patient assessed the event of incorrect dose administered as not related to teriparatide, but related to the second suspect forteo pen. Update (B)(6) 2019: this case was determined to be non-valid due to no identifiable valid adverse event. Update (B)(6) 2019: additional information received on (B)(6) 2019 from initial reporter. A product complaint (pc) was described only, a fourth concomitant device was added in order to process the pc accordingly. Case remained non-valid. Update (B)(6) 2019: initially, the case was considered to be non-valid as it described a product dose omission event only. Additional information received from the patient on (B)(6) 2019 contained valid event information. Added new reporter information (patient), laboratory tests, new dose regimen for the most recent forteo pen used, second suspect forteo pen, action taken changed from no change to unknown, and new event of incomplete dose administered was entered. Patient complained of leaking after injections and did not feel she was getting her full dose; no ae [incorrect dose administered]. Patient did not administer 3-4 doses of forteo due to device issue; no ae [product dose omission]. Case description: this spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information from another consumer, concerned a (B)(6) year-old female patient of unknown origin.